Manufacturer narrative:
E2 (health professional): yes. E3 (occupation): health professional. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, new damages/defects were observed: electrical contact corrosion. Based on the results of the investigation, the information obtained from this complaint did not lead to the identification of the cause of the occurrence since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had poor image quality. The event was found during pre-use inspection for a therapeutic unspecified procedure which was completed using a similar device. There were no reports of patient harm.